Manufacturer narrative:
The device was not returned for evaluation as it was returned to (B)(6). Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020. As per the reporter the rod was out of length. During a review of investigation findings from (B)(6) it was identified that the rod had a locking pin failure and debris in the housing tube.